Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument to perform failure analysis the vessel sealer extend instrument was analyzed and found to have a dislodged retaining ring of the grip assembly at the proximal end. As a result, the instrument failed self-test. This failure also affects the grip opening and closing of the instrument. Additionally, the instrument was found to have self-test homing failures based on log review and during in-house testing. The instrument was also found to have a dislodged washer of the grip assemble at the proximal end.

Event description:
It was reported during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) jaws were not opening although the system recognized the instrument. The customer removed the instrument and installed it again in the universal surgical manipulator. However, the system no longer recognized the instrument and displayed error message stating that self-test failed; removed instrument. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the issue caused a delay of about 5-8 minutes. It was a matter of trying to insert the instrument into the arm again and check if it did not work and brought a new device.